Event description:
During a pci treatment procedure, the amplatz super stiff 75 cm/.035" guidewire fractured. The physician was performing a nephrostomy procedure, and the drain became stuck on the wire resulting in a guidewire fracture. The amplatz guide wire was removed and the procedure was successfully completed. No pt injuries or complications were reported.